Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to (B)(4) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the barrel of the syringe. The customer elected not to use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe assembly, lot number 8402402, and identified the presence of a thin plastic strand of filament in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 18 mm in length and 0.25 mm in width. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.